Event description:
It was reported that the patient presented in-clinic after receiving numerous inappropriate shocks due to atrial fibrillation with rapid ventricular response. Programming change was made. During a capacitor maintenance, long charge time was observed. Another capacitor maintenance was performed the following day, and long charge time was still observed. Subsequently, the patient was connected to an external defibrillator, and later the device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.